Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned without the device. The tether was received but detached from the delivery system. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the tether tube of the delivery system. The analyst noted articulation and deployment tests could not be performed due to the condition of the product returned. Visual analysis finding indicated delivery system failed to meet visual specifications. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 14-oct-2025 h3: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds were observed. Recapturing was difficult and during tether removal resistance increased and the physician was unable to continue with tether removal despite attempts to align the delivery system with the leadless ipg. The tether was successfully removed after extra traction and after attempting to recapture the device several times without success. A clot in the delivery system was suspected and confirmed. Heparin was intentionally withheld after contemplating risks due to patient epidural hematoma. The tether and delivery system were successfully removed with rising threshold observed post removal. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID: [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.